Event description:
Other devices used were: flexiflo toptainer enteral nutrition container and tubing; gastrostomy tube. 1000cc of ensure plus was hung at 10:00 a.m. Per ross feeding pump. The pump was set at 70cc per hour. At 1:00 p.m., the entire 1000cc had infused. Imediately following the infusion, the patient vomited. The stomach was emptied per the gastrostomy tube. The pump was tested and was found to be operating properly. The flexible toptainer enteral nutrition container and tubing were inadvertantly disposed of, there for eit was not analyzed. The pump was returned to use. The patient suffered no permanent illiness, however this report is submitted because there was a possibility of aspiration had intervention not taken placedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.